Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) is displaying out of range pacing impedance measurements (low). The threshold measurement has increased. All other lead measurements are stable.